Manufacturer narrative:
(B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was unable to confirm the reported issue. Preventative maintenance and a technical safety inspection were carried out. Several parts were replaced and the unit was cleaned. A test run was performed and no issues were discovered. The unit was put back into service. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. No trend for this type of issue was identified. Sorin group (B)(4) will continue to monitor the market for trends related to this issue. Evaluated on site by sorin rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury.